Event description:
After blood collection, the technician attempted to engage the safety device, the needle did not retract resulting in needle stick injury, no further information was provided. Other lot numbers reported: 13h29, 13i04, 13i06, 13i07, 13i18.

Manufacturer narrative:
Manufacturer investigation results on retained samples. On 7/20/2015: date of report corrected to (B)(6) 2015. Device not returned to manufacturer.

Event description:
After blood collection, the technician attempted to engage the safety device, the needle did not retract resulting in needle stick injury, no further information was provided, other lot numbers reported: 13h29, 13i04, 13i06, 13i07, 13i18.

Manufacturer narrative:
Manufacturer investigation results on retained samples. Device not returned to manufacturer.